Event description:
Per the clinic, the patient experienced reddened skin and sore sensation around the implant side and was treated with augmentin in (B)(6) 2013 (specific date not reported).

Manufacturer narrative:
Implanted device remains.